Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 77-year-old female (race unknown) with heart failure was to be implanted with an impella 5.5 for mechanical circulatory support. The pump was not able to advance through the left axillary into the left ventricle. The case was aborted.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The pump was not returned for investigation. The root cause of the delivery issue was most likely patient condition related, unable to advance 5.5 into right axillary but bilateral anatomy prohibited impella 5.5 as per the clinical description provided.